Event description:
Our rep is reporting that during an arthroscopic shoulder repair, a portion of the distal tip of an expressew I broke off into the patient's joint space. The fragment was retrieved from the body and the procedure was concluded successfully without further issue or harm to the patient. Complaint devices discarded by the user facility.

Manufacturer narrative:
Mitek is awaiting receipt of the complaint device towards conducting a failure analysis. The results of our evaluation will be the subject matter in the follow-up report.